Event description:
Health professional reported an alleged port "leak:" with a lap-band device. The pt presented with reflux when the band is empty. An upper gastrointestinal (gi) was conducted that showed a "slight delay of contrast." A linear erosion of the tubing was noted. The port was explanted and replaced. The band replacement associated with this event is documented in mw# 2024601-2011-01183.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. See related medwatch report # 202401-2011-01183. Base upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."